Event description:
It was reported that the patient was presented in clinic for lead revision. Upon interrogation, it was discovered the atrial lead exhibited failure to capture due to dislodgement from twiddlers syndrome. The physician attempted to reposition the atrial lead but the helix would not extend and the stylet would not advance fully to the lead tip. The procedure was completed by replacing the atrial lead. The patient was in stable condition before and after the procedure.